Manufacturer narrative:
Additional information was received from the field that the reported issue was due to user error. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation device being used during a spinal procedure. It was reported that the 2d and 3d images taken appeared grainy and the contrast appeared to be off. The procedure was completed using the imaging system and there was no reported impact to patient outcome. There was no reported surgical delay.